Manufacturer narrative:
According to the gore® dryseal sheath with hydrophilic coating instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. 2 debranch bypass, and chimney grafting for the brachiocephalic artery were also performed. It was reported that there was a resistance when delivering the 22 fr sheath inserting from the right side of the patient. After implantation of stent grafts, the access angiography showed a localized dissection at the right common iliac artery. No treatment was performed. The patient tolerated the procedure, and the physician will continue to monitor the patient.

Manufacturer narrative:
G3/g4: revised PMA/510k number to k160254.